Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a stent fracture was noticed. The lesion was located in the right coronary artery (rca). The vessel was 3.00mm in diameter and 90% stenosed. The vessel was pre-dilated with a 3.00x8.00mm balloon. The physician was attempting to implant a taxus liberte 3.00x16.0mm drug eluting stent (des) but while inflating the stent noticed it was not opening. The stent delivery system (sds) was removed and it was noticed the stent was broken in two pieces. The procedure was successfully completed with another of the same device. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.